Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. No adverse patient impact was reported.

Manufacturer narrative:
The device was received and evaluated. Investigation identified an exposed needle before opening the pod. When the device was opened, scoring marks were identified on the inside of the top housing signaling interference with the needle mechanism assembly. The needle fully retracted when the device was opened. The data download returned an 0x6a alarm, indicating that an occlusion occurred. No occlusion was found in the fluid path. Further inspection of the driving components of the system showed no resistive properties that would contribute to the pods inability to deliver insulin.